Event description:
A device report received from (B)(6) indicated a clinic in (B)(6) reported: patient with fracture of distal radius was implanted with plate and screws on (B)(6) 2011. Patient returned to surgeon one month post op with a x-ray revealing two broken va locking screws. It is not known if product has or will be removed.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.